Manufacturer narrative:
Per product labeling, "as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample, which could cause falsely lowered results. In very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation is ongoing.

Event description:
The initial reporter received questionable crp4 (crp) results for two patients tested on a cobas integra 400 plus serial number (B)(4). Prior to patient testing, the customer confirmed the crp qc results were within the acceptable ranges. The customer initially tested the two samples for crp on the wama analyzer with immuno-latex methodology. Due to the initial crp results being positive, the samples were tested on the integra 400. Since there was a discrepancy between the two methodologies, the customer performed dilution testing on the wama analyzer. The dilution results were requested but not provided. (B)(6). The customer determined the wama results were correct for both patients.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc data and did not find any abnormalities. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.